Event description:
The patient reported that at 9:25 pm, on (B)(6), she took a 3.75 unit insulin bolus (no blood glucose test result or carbohydrate intake reported at that time). At 10:35 pm, her bg read "high" (>500 mg/dl) which she corrected with a 7 unit bolus. She also reported bolus of 3 units at 2:44 am, another 3 units at 2:50 am, 2.5 units at 2:57 am, and 5 units at 4:13 am, on (B)(6). At 7:06 am, her bg was 491 mg/dl and she took a 8.25 unit bolus. At 7:30 am, she arrived at the hospital where they measured her bg at 550 mg/dl. She was vomiting and had bad chest pains, so she was given 2 doses of anti-nausea medication and aspirin. She was positive for ketones. They gave her 30 units of lantus. She stayed in the hospital overnight and the next morning her bg dropped to 70 mg/dl, which she stated was treated with dk dextrose saline solution. She was released at lunchtime on (B)(6). She stated the cannula was bent when the pod was removed.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was noted in the cannula. No malfunction or other product condition that could have contributed to reported hyperglycemia and hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it if you feel nauseated or sick".